Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 04/11/2016 to report that the patient experienced a skin reaction due to the adhesive on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Reaction was described as red, bumpy, hard and containing pus. Reaction was located at the abdomen. On (B)(6) 2015 the patient was taken to the doctor and was prescribed antibiotic ointment to treat the reaction. Affected area was treated with the prescribed ointment. No additional event or patient information was provided.